Event description:
It was observed during the device inspection, that the ultrasonic gastrovideoscope had a cut on the pink rubber. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. Olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Olympus will continue to monitor field performance for this device.